Event description:
It was reported that the patient was hospitalized and had an infection. It was unknown if the device was explanted; the patient has been released from the hospital. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.

Manufacturer narrative:
The hcp reported that the pump was used to deliver morphine. The patient was given unspecified perioperative antibiotics one week post surgery, the patient had signs/symptoms of an infection which included fever, redness, swelling, drainage, pain and meningeal signs/symptoms. The primary location of the infection was the lumbar region. The patient had meningitis. It was unknown if a culture was taken. The patient was admitted to the hospital and it was unknown what treatment the patient received. The hcp had not seen the patient since the hospital admission, so the final patient outcome was unknown. Reference manufacturer's report number: 6000030-2007-04495. (B)(4).

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8575, lot# n061702, implanted: (B)(6) 2007, product type: accessory; product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
Additional information reported in the process of the pump system, the patient experienced a brain hemorrhage and almost died. The infection was attributed to (B)(6).